Manufacturer narrative:
Investigation summary: 3 used samples were received and tested by our quality team. The separations were immediately noticed and the customer's complaint was verified. The samples were then analyzed under microscope to determine the initial root cause- which was a lack of solvent at the junction where the tubing meets the filter. The information was then forwarded to our manufacturing team to better understand this issue. Their findings were that: the root cause is related to an opportunity in the operations flow (sws) of the joint tubing sleeve/filter. No additional customer complaints have been reported related to this failure mode after that the operation flow (sws) of the model 10010454 was updated. We will continue to monitor our customer feedbacks process for any similar incidence and implement any corrective action as appropriate. A device history record review for model 10010454 lot number 20087457 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 31aug2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set tubing snapped apart from the filter during the infusion and leaked. This occurred with one set each from lots 20087457 and an unspecified lot. The following information was provided by the initial reporter: "we have had some issues with this tubing, one just today where it has snapped apart at the filter while infusing." "Fluid leaking"

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20087457. Medical device expiration date: 2023-08-31. Device manufacture date: 2020-08-31. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set tubing snapped apart from the filter during the infusion and leaked. This occurred with one set each from lots 20087457 and an unspecified lot. The following information was provided by the initial reporter: "we have had some issues with this tubing, one just today where it has snapped apart at the filter while infusing." "Fluid leaking."